Event description:
(B) (6) 2008 - patient underwent incisional hernia repair with composix l/p mesh implant, the mesh was secured using protack. The patient reported she has had pain and a lump in the area of the mesh and has undergone injection therapy in that area with no improvement of the pain. The patient reported the pain radiates from her surgical site down to her knee. She saw a surgeon who said the lump is scar tissue and the pain in her knee is related to her back, not her hernia repair.

Manufacturer narrative:
We have contacted the initial reporter to request additional information and to request return of the device for evaluation. This MDR includes all patient, event and device information davol has received to date. Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned nor has a specific product problem been reported. No conclusion can be drawn at this time.